Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with cracked at corner display window, scratched screen, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.